Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an error message appearing, "device is running on internal battery only. The device does not detect the mains." It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. System is powered by internal battery. Auto resets when ventilator is connected to ac power. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the issue was a power supply failure causing the device not to operate on mains power or charge the battery. Testing of the power supply and battery cable showed no defects. The power card was not affected as it manages power when the system operates on battery. The power supply was replaced, and electrical and battery tests were passed. Following cleaning, run-in, and functional tests, the system was fully functional and recommissioned for clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.